Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Analysis of the device indicated the anterior cuff became detached from the anterior needle while retracting needle plunger to retrieve the suture as evidenced by broken and damaged anterior cuff tabs and damaged anterior needle tip and barb, which can appear similar to the operator as the reported needle-to-cuff miss. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the left common femoral artery was attempted using a perclose at device. Reportedly, a needle-to-cuff miss was observed. The device was removed and a second perclose at device was attempted, but another needle-to-cuff miss was observed. A third perclose at device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose at device. No additional information was provided.

Event description:
Subsequent to the initial medwatch filed, device analysis revealed one cuff tab was broken off and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The location of the cuff tab is not known. Follow up contact with the customer indicated they were aware of the cuff tab detachment. Additionally, the customer reported the patient did not develop any symptoms and is asymptomatic. The patient will continue to follow up with the physician for future care. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose at device referenced was filed under a separate medwatch manufacturer report number.